Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, for approximately five weeks, they were not feeling well. They further reported that they were unable to transmit. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.